Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for degen disc disease/herniated disc pain. It was reported that patient had poor communication/difficulty recharging starting a few months ago. The patient usually charges every saturday. The patient called his healthcare provider (hcp) and they told him to plug in the recharger for a few days. That did not resolve the issue. The hcp told the patient at this point the ins is probably dead. The patient had an appointment with their hcp (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.